Event description:
It was reported that at follow-up, high impedance and an increase in capture were found. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis found insulation abrasion.